Event description:
It was reported that the diameter would not adjust on the lasso catheter. It was also reported that another similar catheter of lot# 13267308 (manufactured date: 08/13/2007, expiration date: 07/31/2008) had the same problem: the diameter would not adjust.

Manufacturer narrative:
The event description provided by the customer was not indicative of a reportable complaint. After the two catheters were received by biosense webster, preliminary eval results indicated that one catheter was received locked in a deflected position, and one catheter was received locked in a contracted position. Biosense webster became aware of this reportable malfunction upon eval of the complaint product in 2008. The product eval has not yet been completed. This report wil be updated upon completion of product eval.